Manufacturer narrative:
A philips remote service engineer (rse) contacted the biomed. Per the rse, they have placed external speakers to the surveillance and pointed the sound to the external speakers since the speakers are plug and play, they were able to now hear sound after rebooting it. Based on the information available and the testing conducted, the cause of the reported problem was a configuration issue, as the audio had to be set to sound from the speaker. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an patient information center ix (pic ix) indicating that the biomedical engineer (biomed) stated that they were not able to hear any sound coming from their stand alone pic ix surveillance; they had to move it upstairs, as they were remodeling an intensive care unit (ICU), and now they brought it back down to the unit, but now they are not able to hear any sound. The customer stated that the evening prior when they set it back up there was sound, but this morning there was no sound. There was no impact to visual monitoring. They have rebooted the surveillance several times but was still not able to get it to work. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.